Manufacturer narrative:
Radiographic image review states that the ap x ray tl fusion construct cement augmentation present at all instrumental levels bilaterally. Lateral x ray of image 1, no obvious hardware complications identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1: balloon kyp hoplasty, t11-l3: posterior fixation for l1 compression fracture. It was reported that the cement delivery guide, equipped with a cement delivery tip, could not be fully inserted. Despite the guide wire passing through smoothly, repeated attempts failed to achieve full insertion. It was initially decided to proceed, but it was determined that cement leakage was inevitable. The plan was shifted to stop once leakage occurred. As expected, cement began leaking from the side of the head during filling, and the process was immediately halted. The leaked cement was removed, and it was confirmed that there was sufficient freedom of movement for the screw, resulting in the decision not to replace the screw. There was no patient symptoms reported. There were no further complications reported regarding the event.